Manufacturer narrative:
Analysis cannot be completed at this time due to pending litigation. Concomitant medical products: 0181, lead, implanted: (B)(6) 2011, 6931, lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient presented to the hospital due to receiving three inappropriate shocks from the implantable cardioverter defibrillator (ICD). Interrogation of the device revealed a supra ventricular tachycardia (svt)/sinus tachycardia (st) that was treated with anti-tachycardia pacing (atp) three times which accelerated it into the fast ventricular tachycardia (fvt) zone. The patient then received three or more atp therapies which briefly accelerated into non-sustained ventricular tachycardia. The patient then revered to svt/st with rate induced wenckebach for which the patient received two shocks. The final rhythm appeared to be a dissociated junctional rhythm. The device was reprogrammed and onset was turned on. The device was later explanted and replaced. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.